Manufacturer narrative:
The field service engineer found an o-ring was leaking and cleaned and replaced it. Calibrations and qc were then acceptable. The investigation determined the service actions resolved the issue. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable ise indirect gen.2 result from the cobas 6000 c 501 module. The initial sodium result was 140 mmol/l and the repeat result was 134 mmol/l. The questionable result was reported outside of the laboratory. The electrode lot number was g9319 with an expiration date of 27-jul-2021.